Event description:
Patient was implanted with a clavicle locking plate and screws on an unknown date in 2013. Follow-up x-ray taken on an unknown date showed one of the locking screws had backed out and migrated. The patient was returned to the operating room on (B)(6) 2013 and the surgeon removed the screw and replaced it with another locking screw. The surgeons opinion was that he had cross-threaded the original screw instead of fully locking it. This report is for an unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is an unknown screw, quantity 1. Explant date: reported at (B)(6) 2013. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.